Event description:
It was reported that during machine set up it was observed that the pin driver is damaged. The inner cylinder would spin freely when spinning the pin driver around a bone screw.

Manufacturer narrative:
The device was intended for use in treatment. Visual inspection of the returned pin driver confirmed that the inner cylinder of the pin driver had fallen out and functional inspection found that the inner cylinder of the pin drivers would spin freely when spinning it around a bone screw. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 5 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. The engineering team is further investigating this malfunction.